Manufacturer narrative:
The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that during a training/demo of the da vinci system, the field service engineer (fse) contacted the technical support engineer (tse) and reported a problem with a not for human use (nfhu) system. This nfhu system is used for training now, but they have an error code 40014 on it. The tse then reviewed the system logs and found errors reporting a problem to the master tool manipulator (mtm) and gimble. The tse advised to swap both mtml with mtmr to see if it is mtm related. There was no report of patient involvement or reported injury.